Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 530 mg/dl. The customer was treated with manual injection on the way to the hospital. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 238 mg/dl. The customer cause of emergency room visit was ketones. Customer is using backup plan. The customer was unable to perform the high pressure test at this time. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer's mother declined to troubleshoot for no delivery alarm.